Manufacturer narrative:
The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9350439. Medical device expiration date: 2025-01-31. Device manufacture date: 2019-12-16. Medical device lot #: 0069069. Medical device expiration date: 2025-03-31. Device manufacture date: 2020-03-09. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd veo¿ insulin syringe with the bd ultra-fine¿ needle's plunger rod was difficult to move and press in during use. This occurred with 1 syringe from lot 9350439, and 1 syringe from lot 0069069. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "consumer reported during both injection and drawing up insulin plungers hard to press the insulin into her son's leg. Long time user. Denied reuse. Only issues with the 1ml and not the 1/2mlcc syringes."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/16/2021. H.6. Investigation: customer returned (7) used 31gx6mm bd insulin syringes from lot 9350439. Consumer reported that the insulin plunger was hard to press during the injection and drawing. All 7 returned syringes were examined, then tested for flow: all 7 syringes were able to draw and expel properly and no issues regarding plunger rod movement were observed. No defects were observed, therefore, the alleged issue could not be confirmed. A review of the device history record was completed for batch # 9350439. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to this complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that the bd veo¿ insulin syringe with the bd ultra-fine¿ needle's plunger rod was difficult to move and press in during use. This occurred with 1 syringe from lot 9350439, and 1 syringe from lot 0069069. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "consumer reported during both injection and drawing up insulin plungers hard to press the insulin into her son's leg. Long time user. Denied reuse. Only issues with the 1ml and not the 1/2mlcc syringes."